Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user medwatch (B)(4) that guidewire fracture occurred. Cardiac catheterization/ptca/stent was in progress for patient. The doctor use the right radial approach to perform the procedure for this left heart catheterization, left ventriculography, coronary angiography, ptca stenting of the right coronary artery (rca), and intracoronary ultrasound of rca. Patient presented with a preoperative diagnosis of 80% ostial diagonal artery stenosis, 100% thrombotic mid dominant rca occlusion, and noted collateral filling of the posterior descending artery (pda) and posterior left ventricular (plv) branch from the circumflex artery. At one point a boston scientific choice interventional wire was inserted into the mrca vessel and angiogram was performed. The guide catheter was removed from the mrca vessel. A impulse diagnostic catheter was inserted and lca angiography performed. The catheter was then removed. Upon removal of the interventional wire through the radial sheath, approximately 25cm of broken wire remained in the right radial artery/forearm. The initial 6fr radial sheath could not pass a guidewire. The sheath was exchanged to a 6fr/10cm introducer sheath. A retrieval snare device was introduced into the 6fr/10cm arterial sheath/right radial artery and the broken wire was successfully retrieved. No further patient complications were reported and the patient was discharged two days post procedure.